Event description:
During evaluation of an astral device by resmed, the device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
Visual inspection identified wavy film on the touchscreen and signs of thermal damage on the top case. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to thermal damage caused by abnormal use. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation of an astral device by resmed, the device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.